Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, when the surgeon was trying to staple an intestinal tissue, the device only stapled half way. A new device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The device was received loaded with a fully fired 3.5mm single-use loading unit (sulu). There were no visual or functional abnormalities noted during pmv testing. The loading unit was reloaded with staples, reloaded into the instrument and applied to test media with acceptable results. The staple line was properly formed. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported condition. No enhancements or improvements were generated for the reported condition. If information is provided in the future, a supplemental report will be issued.